Manufacturer narrative:
Date of event: date of device migration is not known. Explanted date: device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for femoral trochanteric fractures using the trochanteric fixation nail-advanced (tfna) nailing system on (B)(6) 2018. The intramedullary type fractures were reduced to the extramedullary type. Guide wires were inserted very close to the subchondral bone. In order to keep a 10mm gap, surgery inserted the tfna helical blade according to surgical instructions with an impactor. Without turning counter-clockwise 1/3 turn, the surgeon completed the fixation with set screws. Patient began weight bearing on (B)(6) 2018. Approximately one (1) week post-operative, it appeared that the bone head may have started adduction. X-rays taken on (B)(6) 2018 revealed a possible cut-out. Surgeon will closely monitor patient. As of (B)(6) 2018, the helical blade had not reached the pelvis. Surgeon stated the cut-out may have occurred due to patient¿s bone quality or from the restricted telescoping during the blade insertion. Removal of the implants is planned but has not yet been scheduled. Concomitant medical products: 9mm 125 degree cannulated tfna nail 200mm (04.037.913s, lot 9962876, quantity 1); 5.0mm locking screw with t25 stardrive 36mm for im nail (04.005.526s, lot l218166, quantity 1); end cap for tfna 0mm (04.038.000s, lot l714475, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).

Event description:
Original procedure occurred on (B)(6) 2018. It was reported the implants were removed on (B)(6) 2018. It was noted the fractured area shows some bone healing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date of original procedure, relevant tests. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: DHR review was completed. Item: 04.038.290s, lot: h421506 , mfg qty: 48, mfg date: 24 aug 2017, scn: 14073, exp date: 01 aug 2027. Inspections were performed and passed per ns065693, rev l. Product was packaged per lmd/lpf, rev ac. There were no ncs or reworks generated during the manufacture of this lot. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: date of manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.